Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a mildly tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a vascular access interventional therapy. During the procedure, it was noted that the balloon ruptured at 4 atmospheres during the first dilation. The procedure was completed by using a new cutting balloon, and the lesion was dilated. There were no patient complications reported. It was further reported that the balloon was inflated 5 seconds during the first inflation prior to rupture. Also, the device was removed without any problems.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a mildly tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/90cm was selected for use in a vascular access interventional therapy. During the procedure, it was noted that the balloon ruptured at 4 atmospheres during the first dilation. The procedure was completed by using a new cutting balloon, and the lesion was dilated. There were no patient complications reported.